Manufacturer narrative:
Correction information provided in a.2., a.3.a. And d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, lens did not advance. There was a patient contact. The procedure was completed with another lens. Additional information was requested.